Event description:
It was reported during an ablation procedure, the irrigation port detached from the handle of the cool path catheter. The detachment occurred while therapy was being delivered to the pt. The catheter was replaced and the procedure was completed with no consequences to the pt. Additional info was requested and is not available.

Manufacturer narrative:
Method: visual inspection of the returned catheter revealed the luer extension tube broke at the handle edge and separated from the handle. Further functional testing of the catheter could not be performed due to this separation. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.